Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel leak. Device evaluation: the device related to the reported events gel bleed and pain was received on may 13, 2025, with lot number 2766408. Based on the product analysis performed, the assessments of the complaints are: gel bleed: not observed since no gel is out of the device and the weight is within specification. Pain: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported left side discomfort. Physician later reported mild gel bleed. Device has been explanted and replaced with another manufacturer's device.